Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient was having pain at the incision site. They had the patient turn the device off and made an appointment to meet with the rep on (B)(6) in the office for interrogation of device. Additional information was received on (B)(6) 2019. Mdt representative stated that the health care professional stated that the patient had the device explanted a week or two ago. No further complications were noted or anticipated.